Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported event was able to be duplicated. Service trimmed the expulsor to bring delivery to a more nominal range to correct the reported issue. Service also loaded software and calibrated the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that device is under dosing by six percent. No adverse effects reported.